Event description:
It was reported that the insulin pump was beeping. The customer had been hospitalized for a heart attack, while on the insulin pump, and the customer's mother was asking how to make the pump stop beeping. There was a failed battery test on the screen. It was advised to remove the battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).